Manufacturer narrative:
Retainer ring: clear. The p-cap / reservoir locked properly. After battery installation insulin pump alarm critical pump error. I removed the battery and shut down the pump by pressing the back key for 20 seconds. Inserted battery and pressed back and down keys and pump immediately alarmed critical pump error. 4 attempts were made and was not able to start the ngp application required to continue process of downloading crest or thus. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Insulin pump was cut open and electronic stack and motor removed. Per visual inspection it was determined the ingress of water corroding and causing electrical shorting at j7, j6, j5, j4 connectors at pcba1, keypad flex connector traces, j1, j2at pcba2, battery tube and motor and force sensor flex connector traces. The original pcb2 was installed in a test pcb 1, case, internal battery and motor. Pump powered up properly and no critical pump error alarms were noted. I was able to obtain the pump software version and download successfully using thus. History file shows a pump error 53 alarm without linenumber or filenumbers followed by four consecutive pump error 49 alarms with linenumber = 324 and filenumber = 39. In conclusion it was determined that the critical pump error per pump history file was a pump error 53 followed by pump error 49 caused by ram corruption caused by electrical shorting of the electronic assembly due to ingress of water. Insulin pump received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Insulin pump received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack near the battery compartment was and stopped working. Customer tried to replace the battery but insulin pump was dead and not working. No harm requiring medical intervention was reported. The insulin pump returned for analysis.